Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The coating for electric insulation of the grasping section was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the coating for electric insulation of the grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp instrument. The above device handling has warned in the instruction manual as follows: if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
We received the following report. During a laparoscopic distal gastrectomy, the subject device was used. Although the user activated output without contacting with metal such as a clip, open circuit error occurred. In the procedure, seal short circuit error occurred. The intended procedure was completed with another device. There was no patient injury reported. On may 29, 2019, olympus medical systems corp. (Omsc) found that the coating for electric insulation of the grasping section was partially missing. This is the report regarding the missing of the grasping section coating.